Event description:
It was reported that during an ion lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. The target nodule measured 15 mm and was located approximately 5 mm from the pleural border. An intra-procedural CT scan detected a small pneumothorax. The patient remained asymptomatic, but a chest tube was placed. According to the physician, the patient had a prolonged hospital stay due to issues unrelated to the pneumothorax. The physician stated that the pneumothorax was not caused by the ion system and would likely have occurred with another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.